Event description:
It was reported that wire/needle/cannula damaged or missing. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient went to the doctor¿s office for evaluation. No patient symptoms were reported. The patient had an ultrasound done, which confirmed there was a retained sensor wire under her skin. The doctor made an incision on the patient¿s arm and successfully removed the retained sensor wire. It was also confirmed that no infection was present. The wound was cleaned and bandaged. No medications were provided to the patient. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect clinical code -foreign body in patient.